Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product," "contracture, seroma, and the beginnings of anaplastic large cell lymphoma" and "chronic lymphoplasmacytic inflammation." Device has been explanted. This is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product," "contracture, seroma, and the beginnings of anaplastic large cell lymphoma."

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product," "contracture, seroma, and the beginnings of anaplastic large cell lymphoma" and "chronic lymphoplasmacytic inflammation." Device has been explanted. This is for the left side.